Event description:
N/a.

Manufacturer narrative:
An event of first-degree atrioventricular (av) block, left bundle branch block, syncope, hypotension, tachycardia, was reported. Based on the available information, the cause of the reported heart block could not be conclusively determined. The cause of the reported syncope, hypotension, and tachycardia are likely cascading effects of the heart block. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as medications were administered, cardioversion was performed, temporary pacemaker was placed, and subsequently a dual-chamber permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code:

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6), ((B)(4)). It was reported that on 11 dec 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 276s and heparin was given. The valve got fully re-sheath one time due to the implant depth was too high. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5mm and at left-coronary cusp (ncc) was 6mm. Post operative echocardiogram (EKG) showed new onset of first-degree av block (1st avb) and left bundle branch block (lbbb). Post operative day 1 EKG showed resolution of both without intervention. After the procedure, when the patient went to bathroom and had a syncopal even the rapid response team registered nurse (rrt rn) checked. The patient had a pulse but not responsive and dopamine was given. The patient's heart rate improved but remained hypotensive ( 80s/50s). The dosage of dopamine got increase and fluids were given. After that, the blood pressure got improved and dopamine dosage got reduced. On (B)(6) 2025, the patient presented in the emergency department with an episode of symptomatic wide complex tachycardia and required cardioversion. The patient got admitted to cardiothoracic intensive care unit (cticu) and being temporary venous paced. A dual chamber pacemaker was implanted on (B)(6) 2025. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.